Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized on (B)(6) 2015. Blood glucose value was 1700 mg/dl. Customer was released on (B)(6) 2015 and went into a nursing home. The customer stated she was taken off the insulin pump and treated with IV. Blood glucose level at the time of the call was 401 mg/dl. She was treating with manual injection. The customer stated the alarm history showed an unexpected restart, external ram error and two displayable history check failed on startup alarms. Customer stated she was unable to continue troubleshoot. Customer was advised the insulin pump needs to be replaced and to call back to complete troubleshooting.